Event description:
Reporter alleged the patient came into the emergency room in a critical state with respiratory failure, a urinary tract infection, sepsis, hypoglycemia, and a leg ulcer. Reporter alleged the patient received a result of 396 mg/dl on the inform system at 8:45 am and the lab draw at 9:15 came back with 29 mg/dl. Reporter stated the patient is currently in the intensive care unit on a ventilator but she could not provide any treatment information about the patient. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.